Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission after receiving a vibratory alert, low pacing impedance was observed on the atrial lead. The impedance alert was adjusted to 150 ohms and the patient is stable.